Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 7.0 and 77.0 cm from the hub. Conclusions: evaluation of the returned device revealed the benchmark was kinked approximately 7.0 and 77.0 cm from the hub. This damage may have occurred due to forceful manipulation of the benchmark during removal from the packaging tube or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the proximal shaft of a benchmark 6f 071 delivery catheter (benchmark dc) was kinked upon removal from the packaging tube. The proximal shaft of the benchmark dc kinked prior to use and therefore the benchmark dc was not used in the procedure. The procedure was completed using a new benchmark dc.